Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number. Operator of the device: unknown.

Event description:
It was reported the device's bottom of the reservoir it is leaking. No patient injury was reported.

Event description:
Additional information was received stating that the customer did not have the information if the affected product was used on a patient at the time the issue was found.

Manufacturer narrative:
H10 device evaluation: one device was returned for investigation. Upon visual inspection a broken pole clamp, cracked tank cover, and damaged drain tube were noted. Functional testing was performed. The customer complaint was confirmed as the device was leaking from cracks in the tank cover. Overtightening the tank cover screws of a supplied item, was found to be the cause of the problem. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date of 1999. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.